Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# va01q9q, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that the patient started having bladder infections in (B)(6) 2013. The patient was being treated by a doctor for infection. The patient couldn't urinate/wasn't emptying well and had trouble going when she was eventually able to. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.